Event description:
The physician is inquiring about the distance between the electrodes in the distal section, as observed on x-ray. It was indicated that the pt is new for the physician, and that the physician is not familiar with the implanted leads. The last lead impedance measurement was 416 ohms.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.